Manufacturer narrative:
The endoscope site specialist informed the staff members on how to properly reprocess the scope according to the olympus instructions for use. The customer was also informed on how to properly place the scope into the oer-pro reprocessor. Lastly, it was recommended that the customer can perform a modified cleaning of the colonoscopes and gastroscopes which would include the elimination of the suctioning and flushing of the endoscopes since they use oer-pro reprocessors. The device will not be returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The endoscope support specialist visited the customer facility to perform an observation on leak testing and manual cleaning with oer-pro reprocessor. The staff incorrectly placed the scope in the reprocessor. They tested the chemical using an expired acecide-c test strip which resulted in a failed test. During leak testing, the staff connected the mb-155 cord to the scope without turning on the mu-1 maintenance unit. The scope was then placed in the water and the control knobs of the scope was not angulated. This report is being submitted to capture the complaint on scope that was reprocessed by following incorrect procedures by the site. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user¿s understanding differing from the manufacturer's recommendation in device handling and/or reprocessing steps. The instructions for use (IFU) (reprocessing manual) warns against insufficient reprocessing: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ the IFU (reprocessing manual) states on the correct steps of leakage test at ¿5.4 leakage testing of the endoscope¿ and the correct brushing steps at ¿5.5 manually cleaning the endoscope and accessories¿. Olympus will continue to monitor field performance for this device.